Event description:
The manufacturer received information alleging a "service required" alarm occurred related to a malfunction of the ventilator's touchscreen. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display was replaced to address the issue.